Event description:
A report was received that the patient was experiencing difficulty charging due to ipg migration. X-ray was taken and revealed that the edge of the ipg was not flat. The patient underwent a pocket revision wherein the physician elected to replace the ipg with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient was heavyset/obese and the physician believed that being heavyset/obese caused the ipg to migrate.

Event description:
A report was received that the patient was experiencing difficulty charging due to ipg migration. X-ray was taken and revealed that the edge of the ipg was not flat. The patient underwent a pocket revision wherein the physician elected to replace the ipg with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.